Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that a patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2013 for unknown reasons. In addition, the patient underwent a revision procedure on (B)(6) 2013 due to a fall which caused the patient¿s femur to fracture. During the procedure the head, polyethylene liner, and stem components were removed and replaced.